Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a lesion in the posterior descending artery (pda). The lesion was very calcified. The physician deployed the stent but was unable to visualize, a second stent was then deployed successfully. All the equipment was removed and on removal, it was noted that original stent was stuck to the guidewire. There was no patient injury and no clinical sequelae were reported. There were no abnormalities noted during preparation and inspection of the relevant device prior to use. Predilation was performed. No clinical sequelae were reported. Evaluation summary: the stent delivery system was not returned. The stent was severely stretched and deformed.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent dislodgement). Patient's condition affected effectiveness of device (highly calcified lesion). Caused by another device/drug (stent most likely caught on wire during retraction). Conclusion: another device caused failure (stent most likely caught on wire during retraction). Device failure/lack of effectiveness related to patient condition (highly calcified lesion).